Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and noticed bubbles in buffer syringe# 2 when priming buffer. The fse replaced the syringe and syringe case but the issue persisted. Then, fse replaced the buffer valve on cell #2 to resolve the issue. The failure mode was identified as malfunctioning ise buffer valve on cell #2 . All verification checks were within specification and system was released for use to the customer. Information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 analyzer generated intermittent erroneous high ion selective electrode (ise) results. The ise assays affected were sodium (na), potassium (k), and chloride (cl). The customer reported only one patient result was affected. There was no report of injury and or change to patient treatment. The customer did not provided any data. The customer did not provided patient demographics.